Manufacturer narrative:
Return of product has been requested. Reporter returned 1 oral-b dual action brush head on 21-aug-2015. Product investigation is in progress.

Event description:
Head broke off in my mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age was using an oral-b dual clean brushhead with his oral-b rechargeable toothbrush, version unknown and the head broke off in his mouth while he was brushing. No symptoms developed. Aug 21, 2015 reporter returned 1 oral-b dual action brush head. Product investigation is in progress.

Manufacturer narrative:
09-sep-2015 product investigation results: reporter returned 1 oral-b dual action toothbrush head on 21-aug-2015. Product investigation revealed:handling problem; use of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Head broke off in my mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age was using an oral-b dual clean brushhead with his oral-b rechargeable toothbrush, version unknown and the head broke off in his mouth while he was brushing. No symptoms developed. 21-aug-2015 reporter returned 1 oral-b dual action brush head. Product investigation is in progress. 09-sep-2015 product investigation results: reporter returned 1 oral-b dual action toothbrush head on 21-aug-2015. Product investigation revealed: handling problem; use of abrasive toothpaste in combination with insufficient cleaning led to excessive wear.